Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 30. Jan. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail- advanced procedure, performed on (B)(6) 2015, the percutaneous handle was difficult to remove. The case reportedly went well until, nearing the end of the procedure, when the connecting screw (while using the t-handle 8mm ball screwdriver) would not release from the insertion handle. The screw was difficult to remove and it was noted that stress or tension flex at the carbon tip of the nail junction (where the connecting screw travels through the insertion handle) was felt. The surgery although delayed by five minutes as a result was successfully completed with no additional medical intervention required and the patient status reported as 'fine'. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: radial wear marks inside barrel of insertion handle are visible. This heavy wear appears on only one side of the barrel. Radial cuts from (presumably) the driving cap were found in the corresponding mating hole in the insertion handle. The trochanteric fixation nail antirotation (tfna) instrument drawing and technique guides were reviewed. The percutaneous insertion handle is meant to advance the nail through a relatively small incision through the soft tissue and into the femur in order to help preserve blood supply to the local anatomy. These small incisions can cause the soft tissue to apply forces on the instrumentation that can create moments on mating connections causing difficulty in assembly and disassembly of the instruments. An incorrect starting incision that is not adjusted during the procedure can amplify this problem. The returned percutaneous insertion handle shows minimal signs of wear as outlined in the ¿as received condition,¿ besides the radial scoring within the barrel. The wear being on only one side of the barrel indicates that the force was consistent in the direction it was applied to the handle. This force is the likely factor that caused the binding/difficulty in removal of the connecting screw. Without the connecting screw, nail, and other components used in this complaint event, it is hard to determine the exact root cause of the disassembly difficulty. Based on the information provided above, this complaint is indeterminate. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Patient is reportedly in her late 60s. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.